Event description:
Event description cpi received information that during attempted implant, two separate implantable cardioverter defibrillators (ICD) exhibited non conversion and displayed shorted lead indicators associated with this transvenous defibrillation lead.